Event description:
The customer's daughter reported that the customer passed away due to cardiac arrest. Prior to death, the customer experienced a low blood glucose reading of 25 mg/dl. At that time, the customer was instructed to stay off of the insulin pump until she could meet with her doctor. The customer stayed off of the insulin pump for a couple of days, but she then reconnected to the insulin pump and passed away that night. When the customer was found, the reservoir was empty. A request to have the insulin pump returned for analysis was declined. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.